Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Minimed legal received information from the attorney of the family on 08th june 2026. Minimed received notice of a device/product legal hold notification, and the reporter alleges that the use of one or more minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer hyperglycemia, malaise, vomiting, nausea and diabetic ketoacidosis. The customer was hospitalized and treated with IV insulin drip (intravenous insulin infusion) and insulin pump. It was also reported to minimed that the customer experienced insulin under delivery. The customer reported blood glucose value was 411 mg/dl at the time of event. The event involved product(s) unomedical, unk_reservoir, mmt-1715k. Troubleshooting was performed. It was unknown that the customer was using the pump for 48 hour before the reported event. It was unknown whether the smartguard/auto mode of the insulin pump was used or not. No further patient complications were reported. No product return is required for unomedical, unk_reservoir, mmt-1715k.